Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No frozen display noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4)

Event description:
Customer's mother reported via phone call that the act button was locking up and was freezing the screen, buttons had no or intermittent response. Customer's blood glucose was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.